Manufacturer narrative:
The product was discarded after use.

Event description:
It was reported by the rep, upon the surgeon making contact with the calcaneus, the drill advanced about 10mm before shattering into 10+ pieces. The wires and drill were new and had not been used previously. There was not any other hardware in the patient to cause this malfunction. They were small pieces left in the patient as the physician could not get the small fragments out. The surgery was completed with no other complications. The product was discarded; therefore product evaluaton could not be performed.

Event description:
It was reported by the rep, upon the surgeon making contact with the calcaneus, the drill advanced about 10mm before shattering into 10+ pieces. The wires and drill were new and had not been used previously. There was not any other hardware in the patient to cause this malfunction. They were small pieces left in the patient as the physician could not get the small fragments out. The surgery was completed with no other complications. The product was discarded; therefore product evaluaton could not be performed.

Manufacturer narrative:
Updated product name to colag drill and deleted colink mfx drill.